Event description:
It was reported that during the trial procedure, the patient experienced pain in the left leg when the lead was placed. The physician was unable to determine the cause of pain, whether it was due to a nerve that was bumped or due to patient laying prone for too long. The physician opted to abort the procedure and referred the patient to the emergency room. The used leads were discarded by the medical facility. Upon follow-up, the patient was doing well and the constant stabbing nerve pain was gone.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7251471.